Event description:
Healthcare professional reported left side exchange due to textured concern. Healthcare professional additionally reported left side "hole, non-specific" and "ruptured." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "texture concern".

Event description:
Healthcare professional reported left side exchange due to textured concern. Healthcare professional additionally reported left side "hole, non-specific" and "ruptured." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b3.